Event description:
It was reported that this pacemaker exhibited far-field oversensing of ventricular r-waves on the atrial channel. No pacing inhibition was observed. No changes were made, and the pacemaker remains in service. No adverse patient effects were reported.